Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device was not returned to abbott vascular for investigation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. It should be noted that the reported use of starclose device in a calcified artery is not consistent with the instructions for use (IFU) as it states not to deploy the clip in areas of calcified plaque. Based on the information available, the reported difficulties experienced during the procedure appear to be related to users deviation from IFU instructions. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, after the clip was deployed, hemostasis was not achieved and manual compression was applied. There was no adverse patient sequela. Though requested, no additional information was provided.